Manufacturer narrative:
Follow-up #1 date of submission 05/30/2014-device evaluation: the pump has been returned and evaluated by product analysis on 05/22/2014 with the following findings: a review of the alarm history and black box showed multiple low battery warnings and one replace battery alarm had occurred, associated with the same battery. Additionally, there was evidence of an unacknowledged empty cartridge alarm and loss of prime warning on 04/08/2014. Visual inspection found no damage to the battery compartment or battery cap; the battery cap was able to fully tighten. The pump powered on normally and did not draw excessive current. The pump casing was removed and there were no internal defects found. Use error was determined to be the cause of the alleged battery life issue, as unacknowledged alarms will drain the battery. No pump defects were found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump¿s battery life was shorter than expected. Reportedly, there was damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.